Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6) .

Event description:
Company representative reported the buttons on the infusion device do not function. No adverse event was reported. The alleged product will be sent for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.